Event description:
The patient underwent a bilateral knee arthroplasty. A small object visible (in the posterior aspect of the knee) on the post op x-ray was identified as a piece of broken instrumentation. There is no apparent sequelae associated with this event or surgical intervention required at this time.